Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
Product analysis was approved on (B)(6) 2013. An analysis was performed on the returned serial cable, and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that the physician's serial cable would need to be replaced due to discontinuity issues. The manufacturer's representative stated that he was able to see variations upon movement of the system, when interrogating versus when not interrogating. The serial cable was returned on (B)(6) 2013 and is pending product analysis. Review of the manufacturer's device history records for the device confirmed all quality tests were passed prior to distribution. No other information has been provided.